Manufacturer narrative:
H6: investigation summary: one open 32g x 4mm pen needle sample and three photos were returned from lot no. 2236152, cat. No. 320136. Magnified examination was carried out on the returned sample, and a black spot on the non-patient end of cannula was observed. A review of the DHR was carried out and all in-process inspection forms were completed correctly. This issue occurred due to excessive lube on the cannula during the assembly process. Based on the investigation it was determined that no corrective action is required at this time.

Event description:
It was reported that prior to use with bd micro-fine¿+ pen needles 32g x 4mm "black" foreign matter was discovered on the needle. The following information was provided by the initial reporter, translated from japanese to english: according to the user's report, a black dot was found on the needle npe when the tear drop label was removed.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. D.4. Medical device lot #: 2236152. D.4. Medical device expiration date: 31-aug-2027. H.4. Device manufacture date: 24-aug-2022. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd micro-fine¿+ pen needles 32g x 4mm "black" foreign matter was discovered on the needle. The following information was provided by the initial reporter, translated from japanese to english: according to the user's report, a black dot was found on the needle npe when the tear drop label was removed.